Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually and microscopically examined and functionally tested. No anomalies were found with the connector. Microscopic inspection found that the fiber tip was broken with burn marks. The console displayed a message that read: error #67 fiber expired. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The fiber could be damaged or kinked near the tip area during setup and fully break once laser energy is applied, in this case the customer noted the issue occurred after the foot pedal was pressed which likely means there was a kink on the fiber and when energy was applied led to the break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications. This report is for the third fiber.